Event description:
Patient reported left side rupture and contour abnormality. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, and h6.

Event description:
Physician confirmed left rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. Additional observations noted during device analysis were wear abrasion and crease. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported left side rupture and contour abnormality (confirmed by physician). The device has been explanted.